Event description:
It was reported that a homecare pt experienced difficulties with the fit and placement of one (1) size 4 cfn device. The pt reportedly experienced pain during insertion/removal of the device. The problems were detected post insertion. There was one (1) pt involved and no reported injury. The device is not available for return.